Event description:
The physician described a dissection in the vessel but without any additional procedure steps (only observation). The physician claimed that the catheter itself caused this adverse effect. Patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
(B)(6) - not provided. Dissection is not specifically listed in the instructions for use. Event is still under investigation.